Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. A new cable and wall adapter were sent to the customer. Multiple follow up attempts were made to determine if the issue was resolved but no response was received.